Manufacturer narrative:
The device has been received for evaluation. Testing is not complete.

Event description:
The event involved a ltxfr cystoscopy irr where the prong of the continuous bladder irrigation tubing set broke off after the bag was spiked and the prong was seen floating in the fluid of the bag. There was patient involvement, but the broken prong was noticed and the tubing or bag changed out before it reached the patient. There were no fragments passing through the tubing set. There was no adverse event, no delay in critical therapy.

Manufacturer narrative:
H10 - received one used list# 065440403 with the complaint of the piercing pin breaking during bag access. As received, the set was visually inspected and the piercing pin was found to be broken at the tip. No other anomalies were found during the inspection. The bag that the spike was used to access was not returned for evaluation, nor was the broken pin's tip. The dimensions of the broken spike were measured and found to be within spec where applicable. The reported complaint can be confirmed. The probable cause of the break is due to piercing pin design which has been deemed unable to withstand all clinical stresses. A device history review (DHR) for lot# 4102714 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.